Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer when goes to low sensor glucose it was threshold suspend and blood glucose was 145 mg/dl and the sensor glucose was 62 mg/dl at the time of the incident. The customer had sensor glucose value of 180 mg/dl but blood glucose was 265 mg/dl early this morning at 12:30am. The sensor will not be returned for analysis.